Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported tha the patient was connecting to the power module when pump stoppages occurred. No log files were obtained. There was some cosmetic damage noted to the external driveline near the bend relief. The power module patient cable was exchanged. The vad coordinator was unable to reproduce alarms.

Manufacturer narrative:
The patient remains ongoing and continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.